Manufacturer narrative:
The information submitted reflects all relevant data received. If concomitant product: 5076-52 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving several shocks due to atrial fibrillation (af) with rapid ventricular response. It was noted that the device had reached end of service (eos). The device was explanted and replaced. No further patient complications have been reported as a result of this event.